Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to appropriate shock. When interrogated, it was noted that there were 4 non-sustained ventricular oversensing episodes which was due to undersensing. Programming changes were made. The patient came back into clinic two weeks later and everything looked good. The patient would continue to be followed up.